Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited inappropriatee shocks. During lead revision, insulation damage was noted. The pace sense portion of the lead was removed and a new sensing lead was implanted.